Event description:
The customer reported to philips healthcare that the heartstart xl failed to deliver a shock while in use with a pt. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.